Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt rep said that the pt had their previous implant replaced with the implant they had now. When pss asked if this was due to normal battery depletion, the pt rep said yes and that the pt had the implant battery for like 15 years. Pss flagging calls as pt was implanted in 2007 and had the replacement done in 2013 which is before the expected 9 years for the implant battery life. Pt rep said that the pt moved closer to them so no longer live in (B)(6) and traveling to dr. (B)(6) (managing doctor) would be too hard due to the pt's health being very poor right now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.